Manufacturer narrative:
With all available information, boston scientific concludes the reported patient symptoms are known risk associated with implant of the ams 800 artificial urinary sphincter as indicated in the instructions for use (IFU). The returned device was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted during testing that would affect the functionality of the device. Product analysis did not identify a product non-conformance as the most probable cause of the reported events. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, although this artificial urinary sphincter appeared to be functioning properly, the patient continued to experience incontinence. It was noted that minimal tissue atrophy had occurred. Cytoscopy was performed and the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that, although this artificial urinary sphincter appeared to be functioning properly, the patient continued to experience incontinence. It was noted that minimal tissue atrophy had occurred. The device was explanted and replaced. No additional adverse patient effects were reported.